Manufacturer narrative:
Section a4: additional information. Section b5: the (B)(6) 2019 pump exchange is reported under MFR # 2916596-2019-04313. Section d6: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4), and no additional complaints have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the lv. In addition, the apical cuff update addendum explains the changes to the original implantation procedures and techniques for the updated apical cuff, as well as additional cautions related to the updated apical cuff. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15jul2019 via customer order (B)(4). Review of the lvad final assembly DHR showed that the cuff lock installed on (B)(6), passed all inspection and testing steps. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 2 years, 5 months, 27 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient received a pump exchange on (B)(6) 2019. It was reported during implant there was significant bleeding between the apical cuff and heartmate 3 blood pump. Despite additional pledgeted sutures being applied, the bleeding continued. The surgeon wrapped surgicel around and between the blood pump and apical cuff and untied the umbilical tape. Per the account, the bleeding stopped after wrapping the surgicel. The patient received a pump exchange on (B)(6) 2019. No further information was reported.